Manufacturer narrative:
Outcomes to adverse events: other - pain and suspected infection. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) surgery at l3/4/5 due to dish (diffuse idiopathic skeletal hyperostosis) patient and restenosis after posterior decompression. Two weeks later, the patient was hospitalized for the schedule of posterior fixation, but the patient complained of pain and was diagnosed by magnetic resonance imaging (MRI). Cleaning was performed due to the suspected infection. When the cage of l3/4 was touched, it was found to be unsteady, so removal was also performed. Cleaning was performed repeatedly and the wound was closed. It seemed that ICU management was necessary after surgery and the patient was transferred to another hospital while being intubated.